Event description:
The device was used during a thoracoscopic lung resection procedure. The instrument fingers did not close completely. The surgeon manipulated the device through the trocar without pt incident. The surgeon completed the procedure with the same device.